Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call having issues with guardian sensors. The customer¿s blood glucose level was 400 mg/dl at the time of incident and declined to trouble shoot for high blood glucose. The customer was assisted with trouble shooting for sensor issues. The customer was advised they would replace the sensor.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 buffered test solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. (B)(4).